Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed . A functional test was performed and passed relevant testing. The device was opened, and an internal visual inspection was performed and passed. The log was downloaded and no data was available in the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.